Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic forceps device could not be loosened after being pressed prior to starting a vitrectomy surgery. An alternate forceps device was obtained in order to begin and complete the procedure. There was no patient involvement with the unsatisfactory forceps.

Manufacturer narrative:
A forceps sample, protected with bubble wrap, was received with the original inner blister. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed as it was found that the tube is loose. The complaint history was reviewed two years back which showed comparable complaints as to the reported damage it cannot be excluded that the metal tube loosened and therefore a proper activation was no longer possible. This kind of damage was already detected and investigated. It resulted that the metal tubes may loosen due to an improperly performed bonding procedure. Based on the available data, this is a single event for this finished product lot and sub-assembly lot. A design related root cause for the damage of the complained device has not been identified. No further actions are necessary. (B)(4).